Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss due to visible hole in conceal reservoir, the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted.

Event description:
It was reported that due to fluid loss due to visible hole in conceal reservoir, the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
Model number/catalog number:72404252 serial number null batch/lot number: (B)(4) model/catalog description: lgx preconnect ms 18cm ps iz commercial name or unknown: device impotence mechanical/hydraulic the complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.